Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: during investigation, there were reboots observed in black box download. Battery compartment is cracked alongside of pump. No damage to battery cap. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. The battery cap contacts were all within specification, a test cap was also unable to secure to the pump properly. Reboots duplicated using test cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.